Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging multiple inaccurate high comparisons performed on the patient¿s onetouch ping meter compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the meter started reading inaccurately high compared to other meters on ¿(B)(6) 2015 at 4:00 pm¿. She reported that the patient obtained an inaccurately high blood glucose result of ¿320 mg/dl¿ on the subject meter, and ¿220 mg/dl¿ and ¿220 mg/dl¿ on a freestyle and onetouch ultra2 meter, respectively, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages his diabetes with insulin pump therapy. The reporter alleged, also on ¿(B)(6) 2015 at 4:00 pm¿, and based on the results he had obtained, the patient increased his dose of medication. She alleged that ¿one hour¿ after the start of the alleged issue, the patient developed symptoms of ¿shaky, sweaty [and] light-headed¿. The reporter denied that the patient had received any treatment for his symptoms. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure and he had used an approved sample site. However, the cca discovered that the patient¿s testing steps were incorrect as the patient¿s meter was set to the wrong code. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced.a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.